Event description:
A system error (se) 2240 was found during a review of the event logs of the homechoice (hc) device.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was identified during log review of the homechoice (hc) device. There is no evidence that problems with the hc contributed to se 2240. The cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.